Event description:
It was reported that there were many nsvt (non-sustained ventricular tachycardia) events with twos (t-wave oversensing), which were being labeled fs (fibrillation sense) and ts (tachycardia sense). The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were many nsvt (non-sustained ventricular tachycardia) events with twos (t-wave oversensing), which were being labeled fs (fibrillation sense) and ts (tachycardia sense). The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).